Event description:
(B)(6) clinical study. It was reported that in stent restenosis and angina. In (B)(6) 2008, the patient was diagnosed with unstable angina (braunwald classification: iii b) and cardiac catheterization was recommended. The 95% stenosed, 16.00 x 2.50mm, target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of one week history of chest pain localized to left anterior chest, neck, throat and radiating to left arm, neck and jaw associated with nausea and shortness of breath. The patient was hospitalized and cardiac catheterization was recommended. The 80% in-stent restenosis of the study stent in mid lad was treated with cutting balloon angioplasty and placement of 2.5 x 15 mm non-bsc stent overlapping the previously placed stents covering the de-novo lesion with less than 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).